Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined. Attempts were made to obtain further information but to no avail. No further information is available.

Event description:
It was reported during a surgery, the surgeon was attempting to remove another company's plate and screw while using the hpc-0025 when two driver tips broke. After two more driver tips from another company broke the surgery was completed by using plate cutters. This caused a 10 - 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00039 for the other driver involved in this event.